Event description:
Caller reported a false negative urine hcg result on a patient vs. Quantitative test and ultrasound. An (B)(6) female patient came into the ER. The urine hcg test had a control line present with a negative result. The test was re-run by someone else in the lab who saw a very faint positive result. The patient had a quantitative result of 300,000 miu/ml. Her ultrasound showed she was (B)(6). Her last menstrual period was (B)(6) 2010.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg100223-01, 100miu/ml hcg urine lot: hcg100513-01, 268.4iu/ml hcg urine lot: hcg100414-02. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=6). The 100miu/ml hcg urine control yielded yearly positive results at 3 minute read time. (N=3). The 268.4iu/ml hcg urine control yielded clearly positive results as 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.